Manufacturer narrative:
.

Event description:
Per c/s dealer advised when going down a slope the chair tilts forward and the back casters are up in the air and not making contact with the ground 3 to 4 inches. They work fine on a flat surface and unknown how they perform going up a slope. Per c/s dealer stated there were no injuries associated with the incident. Dealer disconnected before being transferred to gather additional information.